Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was getting pain, tenderness and burning sensation at the ipg site. The patient underwent explant procedure and was doing fine after.